Event description:
I have been diagnosed with crohns disease and ulcerative colitis. They cause severe lower and upper stomach pains. Hard to bend over at times due to pain. I have yeast infection a lot more now along with ptls.